Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery / occlusion alarm noted. No damage on the lcd isolation tape noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl and insulin pump had blank display. Customer¿s current blood glucose is 250 mg/dl. The customer did experienced the symptoms such as nausea and abdominal pain. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery, no delivery and blank display. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.